Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: although the act and aptt values were normal, it was concluded that the lpm values were decreased, when ECMO has been set the patient. In emergency conditions, it was necessary to change the ECMO. The current ECMO was set 24 hours ago. The oxygenator was exchanged during the operation. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(6). The sample was investigated on 2018-04-20 in the manufacturer laboratory. A pls-I oxygenator with tubes and centrifugal pump was sent back. The set was clotted. Tubes and centrifugal pump were documented and disposed of. Oxygenator was cleaned several times sodium hypochlorite purified. Oxygenator connected to the roller pump. A leak can not be determined. The flow behavior, pressure showed no abnormalities. The reported failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).